Event description:
Report received of no audible alarm. The device was returned to central stores without a note attached. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm. Though requested, no additional info was provided.